Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep installed the new joystick. The system operates as intended.

Event description:
The customer reported that there was a rui error on boot up.